Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a trial procedure on (B)(6) 2019, the physician was unable to implant the lead due to scar tissue. As a result, the procedure was extended by 20 minutes before being abandoned.